Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit has a broken display, the power button led is dim or intermittent doesn't light up.

Manufacturer narrative:
The device was returned and the evaluation states that they found the display not be broken but there was a broken switch.

Event description:
Dealer is stating that the unit has a broken display, the power button led is dim or intermittent doesn't light up.